Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt could not determine if she was receiving stimulation to the foot. The pt has rsd. The sjm representative determined there were multiple contacts with invalid impedances. A CT scan was performed for the physician to review. The pt was receiving stimulation for the right sided pain, but desired stimulation on the left side. The physician opted to explant and replace the lead. It was reported the pt was receiving adequate stimulation postoperative.